Event description:
A health care professional reported that during the intraocular lens (iol) implantation surgery, there was a scratch on optic after injection, the implant scratched at the periphery on both sides when it was injected. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).